Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery test. No unexpected motor error alarm noted. The motor was tested outside of the device and passed. No button error alarm noted. The device was received with intermittent button response due to corroded keypad traces. The device was received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube window, missing end cap sticker, and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 144 mg/dl. The customer stated that she was in the sun and the device was not but it still felt hot to the touch prior to the alarm. Advised discontinuation of the insulin pump. Nothing further reported.